Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: a review of the black box indicated that the data from the event date of (B)(6) 2017 was unavailable for review due to continued pump use until (B)(6) 2019. Due to continued use, all pump history and black box data was overwritten for the time of the complaint. The available black box data and pump history does not show evidence of call service alarms. During investigation, the pump successfully completed the 12-hour basal duration test without any issue or call service alarms. The original complaint of a call service alarm issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The specific call service alarm allegedly emitted was not provided. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.